Event description:
It was reported that the pt was not able to adjust the stimulation. The display showed the "call your doctor" icon with a power-on-reset (por) condition. Pt recently fell and fractured left rib. Pt went to the ER and had x-rays taken. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).